Event description:
Rptr has an active practice in general and vascular surgery. For a number of yrs he has been using a prosthetic bypass graft, made of polytetrafluoroethylene (ptfe). For yrs this graft was supplied by another MFR. Approx 12 to 18 mos ago, MFR approached his hosp and indicated that they also had a prosthetic graft made of ptfe, which they felt was analogous to graft supplied by previous MFR. They were willing to provide this graft at a significantly reduced expense and after a preliminary evaluation rptr agreed to switch products in the interest of cost containment. In the last 6 mos or so, he has had 2 pts who have had spontaneous thrombosis of a ptfe bypass graft supplied by MFR. In and of itself, this is not particularly unusual as prosthetic grafts do have a tendency to clot-off. However, in both of these circumstances there were features which were somewhat unusual, as far as rptr is concerned. The first pt had a right above-the-knee femoral popliteal bypass graft placed. He had fairly good arterial run-off in that leg and had a very nice initial result. At approx 2 mos post-op rptr saw him in office. Earlier that day, he had undergone a noninvasive vascular lab examination to assess bypass graft. Pt's ankle brachial index was essentially normal and imaging of bypass graft demonstrated it to be widely patent with a very acceptable graft flow velocity measurement. Three days later, pt was playing golf and while walking down fairway, had sudden onset of pain in his right leg followed by numbness. Rptr saw him within a few hrs in the ER and diagnosed an acute thrombosis of his graft. He was taken to operating room where he underwent thrombectomy. Rptr could not identify any technical problems with graft at that time and post-op he again had a normal popliteal pulse behind the right knee. He was then placed on anti-coagulation. Rptr was mystified as to etiology. Second pt had a segmental occlusion of right iliac artery. Rptr chose to manage this with a left to right femoral-femoral bypass, again using the ptfe graft material supplied by the MFR. Operation was done in 10/93. In mid 3/94, he also was evaluated in vascular lab. His right ankle brachial index was normal and imaging of bypass graft demonstrated this to be widely patent with a normal graft flow velocity. Rptr saw him in office and noted a normal right femoral pulse. Approx 3 weeks later pt mentioned that he had again developed some pain in his right leg with ambulation. This had occurred several days before his most recent visit. On exam his femoral pulse on the right side was absent and imaging in vascular lab demonstrated a graft thrombosis. He was also taken back to operating room where right groin incision was reopened. Graft was thrombectomized. Again, rptr could identify no technical reasons for this thrombosis. Pt begun on anticoagulation and following day repeat imaging done. Graft widely patent with normal flow velocity. (*)